Event description:
Baxter reports the pt connector of the uv flash transfer set was off the baxter titanium adapter during use. Nothing unusual was noted with the threads on the pt connector or adapter and no action out of the ordinary had been taken with the set prior to the separation. The affiliate reports no pt injury or medical intervention as a result of incident.